Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 29 mmol/l, 20 mmol/l, and 7.5 mmol/l.

Manufacturer narrative:
Section d4: updated the lot #, catalog number, UDI number, and expiration date based on the returned product. Section h4: updated the device mfg date based on the returned product.